Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left inguinal hernia repair with mesh, the access dissector system experienced multiple device malfunctions. The inflater valve broke which prevented the inflation at the start of the surgery. The issue occurred during the initial step of the procedure. To resolve the issue and complete the surgery, new packaging was opened and the procedure was completed without further incidence or complications.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first image depicts the circular seal of the dissector balloon with a cut in it. The second image depicts the dissector balloon not fully inserted into the cannula of the trocar balloon. The third image depicts a close-up view of the cut circular seal on the dissector balloon. The fourth depicts a full view of the dissector balloon not fully inserted into the trocar balloon. The lock collar, dissector balloon and trocar balloon are blood stained at the distal end. It was reported that the seal damaged and balloon would not inflate. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.